Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the medium-large clip applier did not close sufficiently. The procedure was completed with no reported injury. Intuitive surgical (is) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the device logs for the medium-large clip applier (part#: 470327-12 / lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system serial#: (B)(4). There were 92 uses remaining after this last usage. No photo or video was provided by the site for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. Failure analysis (fa) investigation did not confirm or replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed twice and passed. No damage found. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.